Manufacturer narrative:
The reported event of noise was confirmed. Lead noise was observed in the device image. The device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported, the patient presented for a generator exchange. Prior to procedure, it was noted, there was noise on the atrial channel. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No changes or interventions were reported on the atrial lead. The patient condition was unknown.